Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited emergency room with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 42 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported included feeling sick, low stamina, feeling dizzy and feeling like she was about to pass out. The patient was treated with monjaro to regulate her blood glucose levels since her low blood glucose levels were due to a hormone treatment for another medical condition and not related to diabetes. The patient was discharged 3 hours later the same day. The hcp paused the insulin delivery from the dash pod and made an unspecified change to her settings to adjust for her additional medication.